Event description:
It was reported that prior the start of a da vinci-assisted surgical procedure, the large needle driver had one fragment felling into the bag. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragment found in the bag is a small, triangular piece of dark gray plastic; the reporter indicates that the fragment probably does not come from the shaft, but from the casing of the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Intuitive surgical, inc. (Isi) has received the large needle driver instrument associated with this complaint and completed investigations. The instrument was found to have a broken chassis located beyond the proximal end. The broken piece was not returned. The returned broken piece measures approximately 9.47 mm x 4.80 mm. Adjacent components to the damaged chassis do not exhibit any signs of damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use or reprocessing. Damage can result from mechanical impact, such as an accidental drop of the instrument. Improper cleaning during reprocessing, such as prolonged exposure of the instrument to harsh cleaning agents, can lead to cracking and subsequent breakage.